Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an equipment test it was observed that the medium attachment device was running hot. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the nose cone was missing its color bands and the device heated up to 146 degrees fahrenheit, which is beyond specification of 118 degrees fahrenheit. It was determined that the cause of the heat was due to worn out bearings. It was further noted that the bearings had corrosion. The assignable root cause was determined to be component damage from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.